Event description:
It was reported that the right atrial (ra) lead failed to pace and sense. It was discovered via a chest x-ray that the ra lead was dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation had cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.